Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) stored inappropriate atrial tachy response (atr) episodes due to farfield oversensing of the right ventricular (rv) sense on the right atrial (ra) channel. It was noted that the a blank after v sense was already at the maximum setting. No further action was taken at this time. The ICD remains in service and no adverse effects were reported.